Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seal was intact. The downstream occlusion seal had a bubble noted when the device was visually inspected. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests performed, which were unable to replicate or confirm the reported event. Testing was performed, there were no faults found. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a cadd solis pump failed testing of the downstream occlusion sensor. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02064. The report was submitted in error., corrected data: corrected information provided in h10.